Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4092-52 lead implanted (B)(6) 2011.

Event description:
It was reported that there was a polarity switch due to right atrial (ra) lead low impedance. The ra lead remains in use. No patient complications have been reported as a result of this event.